Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The vascular access was obtained via right femoral artery. The 99% stenosed lesion was located in a calcified and moderately tortuous left anterior tibial artery. The physician predilated the lesion with an unknown device. After this 3.0 mm x 220 mm x 150 cm coyote balloon catheter was advanced and cross the lesion, the balloon ruptured at 4 atm upon its 1st inflation (3 min). The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).